Manufacturer narrative:
Due diligence for additional information was executed. The event date reported was november 2019. No details of the patient information (other than gender) or pre-existing conditions, if any, are available the device has been returned and a product investigation completed. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. Additionally, there is evidence of charred marks on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion, based on similar reported events, determined cause of the teflon pad damage being attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The reported event stated that during a therapeutic laparoscopic hysterectomy, the doctor observed the teflon pad coating was peeling off. The doctor closed the jaw and removed the device, closing the jaw kept all the pieces intact. No device fragment fell inside the patient and no metal exposed was observed. There was no cable damage and cables were not bundled during use. The procedure was completed with a second device. There was no adverse impact to the patient. The doctor performing this procedure is experienced with this device.